Event description:
A us distributor reported that a patient's battery charger was unable to charge a battery pack.

Manufacturer narrative:
Device evaluation of battery charger was completed. The reported problem (unable to charge battery) was confirmed. Upon investigation, the charger was resetting due to internally shorted q1 on the bedside board being internally shorted. The root cause of the shorted q1 was unable to be positively identified. No adverse event resulted from the damaged charger.